Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure the coronary sinus was dissected while using the introducer. The patient was in stable condition.